Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had an unexpected loss of therapy this morning due to implantable neurostimulator (ins) battery depletion. They usually recharge every 5 days having 20-30% left when recharging. The last recharge was friday, so the ins should have plenty of charge left but was empty. The patient then recharged for a while to about 30% and had to stop recharging to go to an appointment. After that, they resumed charging but the ins suddenly showed 50% charge at the beginning of the recharging session. Additionally, the patient therapy application showed an out of regulation (oor) message; service code 2703, indicating integrity issues with the system. The patient did not change any therapy settings. The patient confirmed the therapy has changed/therapy felt a bit "off" in the last few days. They sometimes experienced increased symptoms. The system is about 2 years old and had no issues before. The patient was advised to contact their clinic for an appointment.

Event description:
It was reported that according to the physician, the patient had elevated parameters on the utilized poles. After changing the param eters, the error message disappeared and the patient benefited from his therapy again. The physician in charge does not wish to follow up. The cause was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.